Event description:
Per the physician, the patient under went revision surgery (type unknown) (B) (6) 2009. On (B) (6) 2010 it was reported that the patient¿s fixture failed to osseointegrate. No other information was provided. The patient was reimplanted (date unknown).

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a da vinci hysterectomy procedure, the jaws on the maryland bipolar forceps instrument melted. No other information was provided. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.